Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the patient has an infection. The patient was just implanted the week prior on (B)(6) 2016. It is believed that the cause of the infection may be from the patient playing with the bandages. Patient was in the ER and they've been taken to emergency surgery to explant the vns. Follow-up showed that the infection did spread through out the entire system from neck to chest. Both the leads and generator were removed on (B)(6) 2016. Cultures were taken that confirmed the infection. The surgeon who removed the device reported that the infection was complicated. She already had enlarged lymph nodes at time of surgery, lack of sterility at incision sites from patient manipulation and length of operation to remove leads (buried deep in neck). The design history records for the lead and generator were both reviewed and both devices were hp sterilized prior to distribution into the field.